Event description:
Same case as MFR# 2134265-2010-01220 and 2134265-2010-01221. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, patient had an mi. The patient presented with a heart attack and the target lesion was located in the mid left anterior descending (lad) artery. A 3.5x28mm taxus express2 stent delivery system (sds) was advanced to the lesion and the stent was deployed. An additional 3.5x28mm taxus express2 sds was also advanced and deployed in the mlad one month later, the patient returned to the hospital. A 3.5x24mm taxus sds was advanced and the stent was deployed in the mid right coronary artery (rca). She recalls that a physician ¿found something wrong with the stent in the mrca.¿ one year and three months later the patient had a "small" heart attack. It was noted that a stent in the lad was "clogged". To treat the clogged stent, the physician rotablated the lesion and placed a 3.5x13mm non-bsc stent. The patient reports having on-going shortness of breath and chest pain. The patient has been medically treated at the hospital for chest pain on several occasions. In 2009, the patient was hospitalized for four days for chest pain. Currently the patient is taking the following medications: plavix (75mg/day), toprol (50mg/day), and long lasting nitro (isosorbide-din) 4 pills/day. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was further reported that this event was incorrectly reported as this device was not implanted.

Manufacturer narrative:
(B)(4).